Manufacturer narrative:
(B)(4): the customer reported the device displayed a power system cycle error. This problem was found on initial testing of the device, before it was put into service. The device was evaluated at philips, and the reported symptom was duplicated. It was found that the malfunction was cause by the power pca. The defective device was scrapped. The customer was shipped a replacement device.

Event description:
The customer reported the device displayed a power system cycle error.